Event description:
The customer contact reported that the "tubing set is unstick from y site ((B)(4))." It was reported that there was no patient involvement or delay in therapy because the tubing set was replaced. However, during verification testing at the service center, it was found there was a lack of solvent sealer in the joints between the tubing and the clave. One used device was received and evaluated. A visual inspection found that the 69" tubing that connects to the arm of the integral y-clave was separated from the y-clave. The device was examined under ultra violet light and found a lack of solvent sealer. The probable cause is related to personnel due to issues related to the solvent bonding application, including the lack of solvent application. A historical complaint search was performed for the recorded lot number related to this nature; as a result, no additional reports were found from the (B)(4) units manufactured for this lot number. Also a batch record review revealed no discrepancies that may have contributed to a complaint of this nature. All quality assurance testing performed during manufacturing was acceptable. The quality assurance review of the final visual, physical evaluation results indicated that the product met specification requirements. Manufacturing quality performed visual and physical evaluation to 200 and 125 final sets.